Event description:
During a remote follow-up, noise that led to oversensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. Ra lead damage was suspected, although not confirmed. No intervention was performed. The patient was stable and will continue to be monitored.